Event description:
It was reported that a q-syte ext set, luer-lok 6 in micro bore experienced flow issues during use. The following was reported by the initial reporter: "nurse prepared infusion for the child with the disposable use asepsis injector opening suction saline infusion line, when no closed infusion needle syringe nipple connected points diaphragm joints of the diaphragm, ready to push into the physiological saline, found that infusion line not unobstructed, nurse to replace a portion of the diaphragm no needle closed after infusion joint, transfusion pipe flow. "

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a q-syte ext set, luer-lok 6 in micro bore experienced flow issues during use. The following was reported by the initial reporter: "nurse prepared infusion for the child with the disposable use asepsis injector opening suction saline infusion line, when no closed infusion needle syringe nipple connected points diaphragm joints of the diaphragm, ready to push into the physiological saline, found that infusion line not unobstructed, nurse to replace a portion of the diaphragm no needle closed after infusion joint, transfusion pipe flow. "